Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient died during a valve replacement and implantable pulse generator (ipg) system extraction procedure. The ipg system was being extracted due to a suspected pocket infection evident by purple skin discoloration at the implant site. It was reported that patient's blood pressure dropped considerably after the introduction of anesthesia and subsequent hemorrhage during the procedure. The attempts at resuscitation were not successful.